Manufacturer narrative:
(B)(4). (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported a small volume folfusor leaked. The device was filled with 3150mg of fluorouracil diluted with 3 ml of sodium chloride (nacl) for a total volume of 97 ml. The leak occurred prior to patient use; therefore, there was no patient involvement. No additional information is available.

Manufacturer narrative:
Manufacture date: december 9, 2016 ¿ december 10, 2016. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.